Event description:
It was reported that this pacemaker exhibited undersensing post-magnetic resonance imaging (MRI) as the atrial signal was in refractory in the presenting rhythm. Technical services (ts) recommended further review. The device remains in use. No adverse patient effects were reported.